Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. A visual inspection confirms from the analysis conducted during this investigation, that the t-handle fractured by brittle overload. An overload fracture can occur if the mechanical loads applied to the t-handle exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. The broken pieces were not returned with the device. This device was manufactured in 2012. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during efip inspection, the end tip of the device was found broken. No case involved.